Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported pre-operative, the inner sterile package was found opened, and additionally, there were no signs of glue. Consequently, this device was not initiated as an implant attempt. No patient complications have been reported as a result of this event.